Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device came down from the floor with nurse note of erratic temperature. Upon functional verification, device heated to 40c and cooled to 4c without issues. Heater command was 100%, chiller temperature (t4) was 6.2c, inlet pressure was -6.9, system hours was 2430.1 and pump hours was 2307.1. Biomed requested quote for 2k preventive maintenance. Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device would not cool in decontamination. The double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour pm procedure on the device.

Event description:
It was reported that biomed stated that the arctic sun device came down from the floor with nurse note of erratic temperature. Upon functional verification, device heated to 40c and cooled to 4c without issues. Heater command was 100%, chiller temperature (t4) was 6.2c, inlet pressure was -6.9, system hours was 2430.1 and pump hours was 2307.1. Biomed requested quote for 2k preventive maintenance. Per sample evaluation results on 02nov2023, it was reported that the arctic sun device would not cool in decontamination. The double bend tube and the chiller evaporator outlet tube were expanded. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.